Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer stated that her son's tilt cable has broken while he was in school. She explained that he is stuck in an up position and she needs to get the cable as soon as possible to get him in a safe position. MDR filed.